Event description:
Black specs were found inside the package.

Manufacturer narrative:
Customer reported that black specs were found inside the package. No patient involvement has been reported. Initial review of the samples returned confirms event however a definitive root cause has yet to be established and the investigation is ongoing. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Customer reported that black specs were found inside the package. No patient involvement has been reported. Initial review of the samples returned confirms event however a definitive root cause has yet to be established and the investigation is ongoing. Addendum: from samples received, debris foreign matter was confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. While a definitive root cause could not be established, the foreign matter is likely caused by an unknown cause in the production process. Process specifications and in-process inspections are established to mitigate the risk of foreign matter to the product. Complaints are monitored and reviewed for emerging trends. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Black specs were found inside the package.